Manufacturer narrative:
Device evaluated by MFR: the stent had been deployed during the procedure and was not returned for analysis. A visual and tactile examination identified multiple severe kinks along the inner shaft and outer catheter. The kinks on the inner shaft and outer shaft were aligned. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the inner shaft or outer catheter that could have contributed to the complaint incident. A visual and microscopic examination found no damage or any issues with the tip, stent cup or stent holder of the device that may have potentially contributed to the complaint incident. During analysis it was noted that the stent cup was recoiled. No further issues were identified during product analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that deployment issue was encountered. A 20x80/10fr 75cm wallstent endoprosthesis was advanced to treat the lesion. During deployment, it was noted that the pusher shaft of the wallstent came out of the blue sheath. The physician was able to push the pusher shaft back into the blue sheath and the wallstent was successfully deployed. There were no known complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment issue was encountered. A 20x80/10fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. During deployment, it was noted that the pusher shaft of the wallstent® came out of the blue sheath. The physician was able to push the pusher shaft back into the blue sheath and the wallstent® was successfully deployed. There were no known complications.